Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. The battery gauge level was reported to be at 45% prior to charging the pump. When the pump was plugged into a power source to be charged, the gauge displayed 5%. However, when the customer disconnected the pump from the charger, the gauge displayed 35%. Reportedly, the customer had not charged the pump since the gauge displayed 35% and the battery gauge was noted to be at 100% at the time of the report. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.